Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold after it was screwed in. Physician adjusted the position several times however, the helix was bent. The lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.